Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not conclusively be determined. The account reported that the patient had expired on (B)(6) 2021 due to cardiac arrest and that the device had performed as intended. The event was not considered to be device-related. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for investigation. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) lists the adverse events that may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2021 due to cardiac arrest. The device operated as intended. The cause of death was not considered to be device related. The device will not be returned for evaluation.